Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive after the device was dropped onto a toilet, resulting in a cracked screen with the fracture originating at the top right and curving toward the center; the display remained visible but the user could not unlock the pump, and the device had been synced prior to shutdown. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed a stress-related fracture affecting the touchscreen component, consistent with impact damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.